Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr did not observe any fluctuation in the mean airway pressure during testing and could not duplicate the reported issue. It is understood that the fluctuation is most likely to be a normal occurrence due to the patient breathing during the ventilator's operation, which will lead to small to moderate fluctuations in map being displayed on the ventilator.

Event description:
The customer reported that the mean airway pressure (map) was fluctuating between 7 cmh2o and 10 cmh2o. The customer saw water in the green line on the control cap and the cap/diaphragm had water pooled on it. The patient was placed on another unit and there was no patient harm.